Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a trial patient. It was reported that the patient's trial was started on (B)(6) 2018. The event started on (B)(6) 2018. The patient was noted to have pus coming from the entry site during their spinal cord stimulator trial. The patient was seen in the emergency department of the noted institution, where the trial lead was removed. The patient was treated with IV antibiotics. The issue was resolved without surgical intervention. No further complications were reported.